Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had reached eri and ra lead noise was reproducible. Patient will be scheduled for device replacement and possible ra lead replacement. There were no issues with patient condition.

Event description:
New information notes that on (B)(6) 2019 the device was explanted without any issues. The physician elected to leave the ra lead in place. The pt was fine pre and post device explanation, without any issues.